Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to shell loosening. A 58mm hemispherical shell, 4 screws, and a 40f poly liner were revised to a 62mm hemispherical shell with 5 screws and a 40g poly liner. The head and stem were and remain competitor devices.